Manufacturer narrative:
The reported occlusion could not be confirmed as the pump was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal and bolus delivery. The customer also received a cartridge 1 alarm during basal delivery. The customer's blood glucose (bg) was approximately 180 mg/dl. The customer changed the infusion set and the pump was operating as expected. Both alarms were cleared.